Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a sterling monorail balloon catheter. Visual and microscopic analysis revealed during unpackaging that dried blood and contrast were present in the shaft and balloon. The balloon catheter was returned in a deflated state. Microscopic analysis revealed a pinhole in the balloon wall 9 mm from the proximal edge of the distal markerband. Inspection of the balloon presented no irregularities in the balloon material and the ro markers that could have contributed to the damage. The returned device is relatively consistent with the reported balloon burst; however, there is no evidence of any material or manufacturing deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Vascular access was obtained via the brachium. The 100% stenosed de novo lesion was located in the moderately tortuous and severely calcified left common iliac artery (cia). The 4.0 x 40/135 sterling balloon catheter was selected for pre dilation. During the first inflation a balloon rupture occurred at 10 atms. The balloon catheter was removed intact. The procedure was completed with a 5.0 mm sterling balloon catheter with a residual stenosis of 90%. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. Vascular access was obtained via the brachium. The 100% stenosed de novo lesion was located in the moderately tortuous and severely calcified left common iliac artery (cia). The 4.0 x 40/135 sterling balloon catheter was selected for pre dilation. During the first inflation a balloon rupture occurred at 10 atms. The balloon catheter was removed intact. The procedure was completed with a 5.0 mm sterling balloon catheter with a residual stenosis of 90%. No patient complications were reported and the patient's status is good.